Event description:
Additional information was received that the patient was brought back in for evaluation. It was determined the lead was not fully inserted into the header of the device. The physician took the lead out, tested it and reinserted into the header. All measurements were normal. No adverse patient effects reported.

Event description:
Boston scientific received information through a remote monitoring system that detected an out of range high pacing impedance measurement on the right ventricular lead (rv) lead. A request for additional information has been sent.

Manufacturer narrative:
--

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--